Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms were unable to be confirmed as no log files were submitted for review. Although, a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the flows immediately returned to normal following the outflow graft revision. It was reported that the patient was having continuous low flow alarms in the evening and went into the emergency room. The patient was worked up for possible obstruction, and a computed tomography angiography (cta) revealed some narrowing in the outflow graft. The patient was to be taken to the operating room for exploration, with possible outflow graft revision or pump replacement. It was additionally reported that the patient went to the operating room to determine whether the obstruction was intrinsic or extrinsic. Upon getting into the chest, the doctor cut open the gortex that had been wrapped around the full length of the outflow graft and bend relief from the outflow elbow to the ascending aorta. Once the gortex was opened, they suctioned around the outflow graft, and the patient¿s flow increased from 1.9 liters per minute (lpm) to 5 lpm with a fixed speed of 6200 revolutions per minute (rpm). The patient left the operating room flowing at 4.4 lpm with a fixed speed of 5600 rpm. The patient was reportedly stable and transferred to unit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-035785, with no further related events reported. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The relevant sections of the device history records for mlp-035785 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began having continuous low flow alarms on the evening of (B)(6) 2026 and came into the emergency room. The patient was worked up for a possible obstruction. The computed tomography angiography (cta) revealed some narrowing in the outflow graft. It was planned to take the patient to the operating room for exploration. The patient was admitted for evaluation and planned to return to the operating room for possible outflow graft revision/pump replacement. The patient went to the operating room to determine whether the obstruction was intrinsic or extrinsic. Upon getting into the chest, the doctor cut open the gortex that they had wrapped around the full length of the outflow graft and bend relief from the outflow elbow to the ascending aorta. Once the gortex was opened, they suctioned around the outflow graft and the patient's flow was 5.0lpm from 1.9lpm at 6200rpm. The patient left the operating room at 5600rpm flowing 4.4lpm. The patient was stable and transferred to unit.